Event description:
Health care professional reports (3) venous headers noted to leak during reprocessing on the renatron. No crack visualized by health care professional. However health care professional reports she did not inspect the header for a crack. Health care professional reports reuse #19,28,29. Health care professional reports no pt injury.